Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: patient tore off the tear drop label on (B)(6) 2024, and install it on the pen, removed the outer cover and the inner shield, exhausted the air out till the liquid flowed out the cannula tip. Pressed the button and stayed at least 10 seconds before pulling out the cannula. Two days later, the skin was found redness, swollen and painful. Patient came to the hospital for treatment and was diagnosed with skin infections. After disinfection, the patient's symptoms were relieved. Ae report no. (B)(4). Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. In addition, customer supplemented information: the incident was caused by needles reused by the patient. Multiple needles affected, quantity of needle for this incident was unknown. Material code: 329496. No photos taken, no samples retained, and no customer response is needed. Sample availability: no. Sample availability details: no sample available.